Manufacturer narrative:
Product has been received and is being evaluated. Results of investigation will be made available once completed. No clinical injury to patient.

Event description:
It was originally reported: patient was on chemo, 5fu, and the admin set broke/separated from filter. Both lot number d814707 and d814709 were tested, as well as other lot numbers. Lot numbers d814707 and d814709 demonstrated that with a little force the tubing can be separated rather easily from the proximal end of the filter. No patient injury occurred as a result of this complaint.